Event description:
It was reported to philips that tempus pro doesn't curve or capture the electrodes, monitoring or 12 leads, and when trying to perform the ECG, a red circle appears crossed out in each lead. Message appears: ECG lead is disconnected, connections are checked and it still does not work.